Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The meter memory obtained the customer's alleged values.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 12:16 p.m., the customer¿s meter result was 6.4 inr. The customer's laboratory blood draw was twenty minutes after meter testing. The customer's laboratory result was 3.8 inr. The customer¿s therapeutic range is 2.5- 3.5 inr.